Event description:
The gdc 10-soft synerg detection circuit was examined before procedure and looked good. The aneurysm was accessed with a rebar-10 2-tip markers and a terumo-12. No more force than unusal at retracting or pushing the coil. No friction was felt either. Not more tortuous than ususal. No kink on the pusher wire. The coil was deployed with no problem. New cables were used. When the power supply was turned on, the voltage went up very quickly to 10.7 v and had not alarmed. The physician checked the wire and it was detached. The pusher wire was saved for examination. No other problem occurred during the procedure where a total of 4 coils were delivered.